Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting. The tss found the customer had selected the ultravit 23 gauge vitrectomy probe when using the 20 gauge vitrectomy probe. The tss reviewed with the customer how to select the proper vitrectomy probe. The customer did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to an incorrect selection of a vitrectomy probe in the system by the customer. (B)(4).

Event description:
A customer reported that during a procedure, when attempting to use the vitrectomy cutter, air came out of the purple connector. The case was completed using an alternate system. There was no pt harm.